Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patient had floaters and visited the doctor, where patient was diagnosed with right retinal detachment. A ninety-degree tear was observed in the upper part of the eye, and patient underwent surgery for the right eye (vitrectomy surgery) on the same day. On the first postoperative day, due to a misunderstanding by the patient, postoperative eye drops were not administered. Next day fibrin was observed in the anterior chamber, which was considered to be caused by the high number of laser irradiations. Medical intervention was prescribed on the same day of the event, including steroids, antibiotics, and non-steroidal anti-inflammatory drugs (nsaids). Postoperatively, the best-corrected visual acuity was recorded as hand motion. On the fifth day post-operation, severe corneal edema and marked conjunctival hyperemia were observed, and the patient was diagnosed with endophthalmitis. The best-corrected visual acuity was recorded as light perception with projection. Following the fifth postoperative day, a report indicated that the electroretinogram (erg) was flat. Antibiotic treatment was increased. The best-corrected visual acuity was recorded as light perception with no light perception. The patient developed hyperemia, hypertension, corneal edema, fibrin formation, and altered fundus permeability. The current condition of the patient was not recovered. Additional information was received and reported that the patient had no light perception, which meant blindness, and the surgeon classified it as a disability. As of now, the patient had not recovered. The patient was being followed up at a hospital, but improvement was considered unlikely according to the assessments available. This report pertains to the fiber optics involved in this complaint.

Manufacturer narrative:
Additional information provided in h.2, h.6, and h.11. Corrected information provided that the initially reported FDA code e2320 (hypertension) was incorrectly provided. It was actually a medical history of the patient. The investigation found the infection described was patient induced and not related to any product factors. This is a 72-year-old male patient. The patient was originally seen for reported floaters and then was diagnosed with a retinal detachment (rd) that required repair. Post-operative care instructions were given to the patient. However, the customer reports there was a misunderstanding, and no eye drops were administered to the patient. During the 1 day post operative examination, the surgeon observed fibrin in the anterior chamber (ac). It was then that the surgeon observed ¿severe corneal edema and marked conjunctival hyperemia were observed, and the patient was then diagnosed with endophthalmitis.¿ seven day post-operatively, an electroretinogram (erg) was performed and the results observed to be ¿flat.¿ the patients visual acuity (va) is listed as no light perception (nlp) od. Prognosis is ¿not expected to change,¿ per the surgeons¿ description. Additional related information was requested but none has been provided, to date. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There was no equipment that was correlated to this investigation, as the infection described, was patient induced. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The investigation found the root cause to be patient induced and not related to any product factors. No further investigative or manufacturing actions are warranted at this time as the reported event was patient induced (non-product related). Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: 2025-69195 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.